Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
No new information.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is completed4: full UDI is not available due to missing catalog and lot number.

Event description:
It was reported that a blade broke. It was also reported that there were no adverse consequences, no medical intervention and no delays as a result of this event. No further information at this time.